Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose read "high" on the glucometer at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. Prior to the event, the insulin pump alarmed no delivery several times. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.